Event description:
It was reported that the rotawire was fractured. The 95% stenosed, 10mm x 3.0 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, the rotawire was fractured. The washing fluid of rotary grinding was not opened completely, resulting in the hot fracture of the guide wire of rotary grinding during testing outside the patient's body. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned guidewire had the spring tip bent/kink. No sign of fracture was found. Dimensional inspection revealed the components were within specifications. No other issues were identified during the product analysis, therefore the reported event could not be confirmed.

Event description:
It was reported that the rotawire was fractured. The 95% stenosed, 10mm x 3.0 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, the rotawire was fractured. The washing fluid of rotary grinding was not opened completely, resulting in the hot fracture of the guide wire of rotary grinding during testing outside the patient's body. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.